Manufacturer narrative:
Investigation: no sample is received, nor photograph of the client for a defect assessment, however the statement of the complaint cites that the problem of leakage is because the device being used is not suitable for the process that the hospital is performing by design. The final batch was inspected by quality control, with satisfactory results, so the batch was approved and inspected accordingly.

Event description:
It was reported that the syringe 1ml 27ga 1/2in p cust experienced leakage and difficult plunger rod movement during use. The following information was provided by the initial reporter: complaint 1 of 2 during the month of june there have been two incidents involving the spill of radioactive material in the radiopharmacy because the 1ml syringe presented technical failures. The plunger came out when manipulated. This has caused the personnel who performed the procedure for the labeling of radiopharmaceuticals to become contaminated with radioactive material and increase the levels of exposure in the respective controlled area. (Syringes of 1ml bd plastipak lot 8186627). Comments - sales representative: the client was visited and it was observed that this syringe is not the indicated one for this procedure and another syringe that meets the expectations was recommended, this syringe is not designed for that. Information received by email on (B)(6) 2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of radioactive material to the skin.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml 27ga 1/2in p cust experienced leakage and difficult plunger rod movement during use. The following information was provided by the initial reporter: complaint 1 of 2. During the month of june there have been two incidents involving the spill of radioactive material in the radiopharmacy because the 1ml syringe presented technical failures. The plunger came out when manipulated. This has caused the personnel who performed the procedure for the labeling of radiopharmaceuticals to become contaminated with radioactive material and increase the levels of exposure in the respective controlled area. (Syringes of 1ml bd plastipak lot 8186627). Comments - sales representative: the client was visited and it was observed that this syringe is not the indicated one for this procedure and another syringe that meets the expectations was recommended, this syringe is not designed for that. Information received by email on 7/4/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of radioactive material to the skin.